Manufacturer narrative:
It is unknown if the device was returned to olympus for evaluation. The report does not provide additional information about the device or location where the procedure was performed. The cause of the event can not be determined at this time.

Event description:
Olympus received a voluntary event report, mw5061309 on (B)(6) 2016 which reports that during endoscopic retrograde cholangiopancreatography (ercp) procedure, the lithocrush v mechanical lithotriptor basket broke at the wire joint while inside the patient's bile duct. The stone was already captured in the wire basket when the break occurred, but the broken component and stone could not be removed. The procedure was aborted, and the patient was taken to the operating room to remove the broken component and stone. No further information is provided.